Manufacturer narrative:
At this time the lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead revealed high shock impedances greater than 125 ohms and noise. The shock impedence trends revealed a sharp rise on (B)(6) 2011 and have been high ever since. The noise was noted on the shock channel during patient maneuvers. A chest x-ray was performed which revealed that the device had been implanted upside down. There were concerns of a connection issue or lead fracture on the ventricular lead. A revision procedure was to be performed in the near future. Subsequently additional information was received and the patient was brought in for a revision procedure and the pocket was reopened. The right ventricular (rv) lead was detached and tested with an external pacing system analyzer system. All shocking and pacing measurements were within normal rage and stable. The device was inspected and there was no visible signs of physical damage. The lead pins were cleaned and re-inserted into the device. No adverse patient effects were reported.